Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction. No adverse patient impact reported.

Event description:
The customer reported that there was a speaker malfunction. There was no patient involvement.